Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the left ventricular lead exhibited noise. Noise was no longer observed after the event. No intervention or patient symptoms were reported.